Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as belt wires leave an impression on the skin, garment is tight enough. There was no alleged device malfunction contributing to the irritation. The patient¿s physician approved removing at night for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.